Manufacturer narrative:
Per 2664 initial report. Additional information, including operative notes, revised device confirmation, x-rays, patient details and a patient update has been requested in order to progress with the investigation of this event, and if received will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision after approximately 2 years and 6 months due to instability in the hip.

Event description:
Trinity revision after approximately 2 years and 6 months due to instability in the hip.

Manufacturer narrative:
Per -2664 final report additional information, including operative notes, revised device confirmation, x-rays, patient details and a patient update was requested in order to progress with the investigation of this event, however, only x-rays and pre-op planning documents could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted, and it has been concluded that patient conditions may have led to the reported instability and subsequent revision. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.